Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. Low, out of range pacing impedance was also noted. It was further noted from x-ray that the lead was dislodged due to twiddlers. The lead was explanted. The patient was stable.